Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported during the preparation of the spaceoar kit, there was foreign substance resembling crystals was present inside the accelerator syringe. The procedure was completed using another device without patient complications.